Manufacturer narrative:
Device remains implanted, no device evaluation was possible. Review of the radiograph image and information provided by engineering and internal medical officer did not find anything that would lead to a conclusion as to the root cause of the screw failure. It was noted by the doctor that the patient may have taken a fall following the initial procedure which may have been a contributing factor. Review of manufacturing history records and lot specific complaint history were not possible without lot identity. A five-year complaint history review for all part numbers in the sdxxxx family of accufit self drilling screws found this to be the first report of screw fracture. Device fracture is a known risk of the procedure. The associated instructions for use ((B)(4)) accufit anterior lumbar interbody fusion plate system states under potential adverse effects: "8. Bending, loosening, fracture, disassembly, slippage and/or migration of the components.", and under warnings: "1. Potential risks identified with the use of this device system, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, necrosis of the bone, neurological injury, and /or vascular or visceral injury."

Manufacturer narrative:
Investigation in process but not yet complete. Upon completion, a follow up report will be submitted. Device remains implanted.

Event description:
It was reported that the patient underwent a two-level alif procedure on (B)(6) 2015, utilizing the accufit alif and vault alif systems. Subsequently, on or around (B)(6) 2015 the patient returned to the doctor with back pain and radiographs taken identified a broken 5.0mm x 25mm self drilling screw ((B)(4)). Additional surgery to implant pedicle screws to augment the fusion is expected, but has not yet been scheduled.